Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced recurring incontinence, chronic pain and discomfort, frequent uti¿s and dyspareunia. It was reported that the patient was hospitalized for sui/ coaptite periurethral injection on (B)(6) 2010. It was reported that the patient had placement of a boston scientific neuro stimulator on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent cystoscopy with coaptite periurethral injection on (B)(6) 2010 due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.